Event description:
Tech found stretcher in bed shop with note. Note stated "bed moves".

Manufacturer narrative:
Tech found casters swiveled but brakes held. Tech found that the casters were worn out. Tech replaced the brake casters to repair.